Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) battery longevity reached explant earlier than expected. A review of the data stored in the device's memory found that the power consumption has been increasing for over a year and would continue to increase. Explant was recommended. Subsequently the crt-p was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this cardiac resynchronization therapy pacemaker (crt-p) was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population.patient code 3191 captures the reportable event of surgery.

Event description:
This report is being filed to submit the analysis results.